Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4155504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Though examination of the pictures, a needle was observed through the catheter component. The other pictures displayed the product¿s unit packaging. According to the provided feedback, the flexible part of the catheter also tore. Based on the investigation results, it is possible that this incident resulted from the use of the product. When the 360-degree rotation was performed, it is possible the catheter was pushed forward, causing the catheter to become transfixed during puncture. If the product was transfixed during manufacturing, the product would have been unusable. No further conclusions were possible based on the investigation results at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter tore. Case 3 of 3 events occurring on 14 september 2024. The following information was provided by the initial reporter, translated from portuguese to english: I would like to report 3 events we had with the 20ga IV catheter (bd insyte autoguard), all from the same batch, for product quality investigation. In all 3 cases, the flexible part of the catheter "tore." We had 2 cases on (B)(6) that caused contrast extravasation, where the team noticed the extravasation and as soon as the catheter was removed it was "torn" and with the fold. In the other case ((B)(6)), the patient reported pain at the time of puncture and when they removed the catheter it was "torn" and with a fold, as shown in the attached photo. Was there any harm to patients/health professionals? Yes, in 2 patients there was extravasation of contrast. Please confirm whether all 3 events occurred with the same patient or with different patients... If different, please provide details. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) 3 different patients. We had 2 cases on (B)(6) that caused contrast leakage, where the team noticed the leakage and as soon as the catheter was removed it was ¿torn¿ and with a fold. A extravasation of contrast. A cold compress was applied to the puncture site and there was no need for medical intervention. And we had 1 case ((B)(6)), the patient reported pain at the time of puncture and when the catheter was removed it was ¿torn¿ and with a kink, according to the photo samples attached, there was no need for medical intervention.

Manufacturer narrative:
E. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.